Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The part and lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File three of three for the same event.

Event description:
The patient reported "I was fitted with an aspen device in (B)(6) 2014 to correct a grade 2-3 spondylothesis at l4-5. Two days later bone graft became dislodged which rested on a nerve and necessitated the removal of the device a few days later to be replaced by traditional pedicle screws. The resultant nerve damage caused horrendous nerve pain initially and the inability long term to achieve dorsiflexion in my right foot which, for me, is life changing." This information has not been confirmed with the hospital or surgeon as the patient is a nurse at the hospital where her surgery was performed and has not provided the name of the surgeon or hospital and has requested that we not contact them.